Event description:
It was reported that the index procedure took place on (B)(6) 2012. The procedure was to treat a de novo lesion that was 90% stenosed in the saphenous vein graft (svg) to the 1st diagonal. A 3.0x20 mm non-abbott stent was deployed followed by post-dilatation. A non target vessel located in the svg to the right posterior lateral artery that was 80% stenosed was treated with direct stent placement of a 3.5x12 mm promus stent and a 3.5x38 mm xience stent in an overlapping fashion. Following post-dilatation the residual stenosis was 0%. The patient was discharged on (B)(6) 2012. On (B)(6) 2013, the patient presented with unstable angina, was rehospitalized and recommended for cardiac catheterization. On (B)(6) 2013, the 3.5x12 mm promus stent was observed to be restenosed and was treated with a non-abbott stent. On (B)(6) 2013, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient was experiencing unstable angina with progressive stuttering and was rehospitalized for revascularization for instent restenosis of the 3.5x12 mm promus stent and the xience v stent. After dilating the lesion a 3.5x38 mm promus stent via direct stenting was placed for treatment of the restenosis with a residual stenosis of 0%. The event was considered resolved and the patient was discharged on (B)(6) 2013.

Manufacturer narrative:
(B)(4). The reported patient effects of angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted to treat a lesion located in a saphenous vein graft (svg). It should be noted that the IFU states promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the IFU states the safety and effectiveness of the promus stent have not been established for subject populations with lesions located in saphenous vein grafts. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. The 3.5 x 38 mm xience v referenced is being filed under a separate medwatch report. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.